Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported air to donor on a rika device with no alarm. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.